Manufacturer narrative:
The clarivein oc is not distributed in the USA. It is the same physical design as the clarivein ic which is commercialized in the USA per 510k clearance. Vascular insights is reporting this potential adverse event.

Event description:
The procedure was to treat the great saphenous vein (gsv) with sclerosant, utilized the clarivein oc to delver the physician-specified sclerosing agent. The patient was reported to be a male with a complicated venous structure and included active ulceration. The physician made three access points. The first section was treated without incident to the patient. The physician used a new a catheter during treatment of the second section; and upon removal of the catheter wiped tissue off the wire tip. The physician proceeded to treat the 7-8 cm third section of the leg with the same catheter. At the time of the device withdrawal it was discovered that the wire tip was missing. X-ray was utilized to locate the tip fragment; and it was removed via a 3cm incision of the gsv without further incident. The patient was reported as doing fine. (B)(6).